Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a mapping catheter into the sheath, the physician noticed air bubbles in the sheath. The physician attempted to aspirate the sheath multiple times, however, air persisted. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the external and internal valves torn on the inner face by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a mapping catheter into the sheath, the physician noticed air bubbles in the sheath. The physician attempted to aspirate the sheath multiple times, however, air persisted. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.